Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic with reports of dizziness and falling on (B)(6) 2024. Technical services reviewed the event and found there was undersensing of atrial fibrillation (af). Additionally, it was noted a non-boston scientific pacemaker lead is implanted at the bundle of his (his). The right atrial (ra) sensitivity is programmed to 0.25 and there is double counting of the his pacing lead. Isometrics was performed and there was no noise on the leads. Ts discussed programming options. The hcp noted that all other lead measurements are within normal limits and thresholds are stable. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic with reports of dizziness and falling on (B)(6) 2024. Technical services reviewed the event and found there was undersensing of atrial fibrillation (af). Additionally, it was noted a non-boston scientific pacemaker lead is implanted at the bundle of his (his). The right atrial (ra) sensitivity is programmed to 0.25 and there is double counting of the his pacing lead. Isometrics was performed and there was no noise on the leads. Ts discussed programming options. The hcp noted that all other lead measurements are within normal limits and thresholds are stable. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic with reports of dizziness and falling on (B)(6) 2024. Technical services reviewed the event and found there was undersensing of atrial fibrillation (af). Additionally, it was noted a non-boston scientific pacemaker lead is implanted at the bundle of his (his). The right atrial (ra) sensitivity is programmed to 0.25 and there is double counting of the his pacing lead. Isometrics was performed and there was no noise on the leads. Ts discussed programming options. The hcp noted that all other lead measurements are within normal limits and thresholds are stable. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced. No additional adverse patient effects were reported.